Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the sensors did not last the six days. The tape was not sticking properly. The blood glucose reading was 500 mg/dl. The customer stated that since using the sensors the blood glucose readings had been better, about 150 mg/dl. The customer does perspire heavily and was advised on methods to improve adhesion. The customer was advised that the sensor would be replaced.